Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad of this ultrasonic energy device had fallen off into the patient's body. The fallen tissue pad was retrieved successfully. The procedure was completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 lot#, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The tissue pad was worn and partially missing. The returned detached piece matched the missing section of the tissue pad. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported event found during evaluation was due to component failure. The reported event is inferred to have occurred through the following mechanism. 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was intensively worn, partially peeled off. 2. The tissue pad was feel off because the pad added pulling load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.